Event description:
It was reported that a spectrum iq infusion pump under infused and alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, infusing at a slower rate was not reproduced. The device was sent for flow accuracy testing, and the device passed within specification. A review of the event history log revealed the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The device alarmed "downstream occlusion!" Four times throughout the infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During functional testing, downstream occlusion was not reproduced. The reported condition was verified. The cause of the condition was determined to be the downstream sensor was out of specification. The downstream sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.